Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during insertion of emerge balloon in lad together with 2.5x24 synergy xd stent into diagonal lesion, the balloon shaft fractured in mid section of the device. The device was removed and another 3.00mm x 20mm emerge balloon was used but the balloon shaft was bent. The device was also removed, and another of the same device was used and the procedure was completed successfully. No patient complications were reported. It was further reported that the shaft broke into two pieces. The device was still outside the guide when removed.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during insertion of emerge balloon in lad together with 2.5x24 synergy xd stent into diagonal lesion, the balloon shaft fractured in mid section of the device. The device was removed and another 3.00mm x 20mm emerge balloon was used but the balloon shaft was bent. The device was also removed, and another of the same device was used and the procedure was completed successfully. No patient complications were reported.